Event description:
According to the literature, a single-arm open-label study described the safety and medium-term outcomes of pimsra (percutaneous intramyocardial septal radiofrequency ablation) in a large patient cohort with drug-refractory hocm (hypertrophic obstructive cardiomyopathy). Between october 2016 and june 2020, 200 patients were treated with cool tip rfa. Thirty-day major adverse clinical event rate occurred in 21 patients. There were 2 in-hospital/30-day deaths. One cardiac death occurred 1-week post procedure owing to cardiogenic shock in the setting of severe, persistent systolic anterior motion of the mitral valve, which retrospectively may have been associated with excessive ablation and resulting myocardial edema. Another patient was found unresponsive in bed on day 6 after discontinuation of telemetry on postoperative day 5. The rapid response team defibrillation monitor showed asystole. This was then presumed to be sudden cardiac death due to either ventricular or bradycardia arrhythmia.

Manufacturer narrative:
D10 concomitant products: unknown cool ti - unknown cool tip elecrtrode, lot# unknown cool ti - unknown cool tip elecrtrode, lot# unknown cool-ti - unknown cool-tip rf ablation generator, lot# unknown literature events: author: mengyao zhou, mbbs; shengjun ta, mbbs, liwen liu, md, phd title: percutaneous intramyocardial septal radiofrequency ablation in patients with drug-refractory hypertrophic obstructive cardiomyopathy source: https://jamanetwork.com/journals/jama/fullarticle/10.1001/jamaca rdio.2022.0259. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3, h6 (rfr). Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a single-arm open-label study described the safety and medium-term outcomes of pimsra (percutaneous intramyocardial septal radiofrequency ablation) in a large patient cohort with drug-refractory hocm (hypertrophic obstructive cardiomyopathy). Between october 2016 and june 2020, 200 patients were treated with cool tip rfa. Thirty-day major adverse clinical event rate occurred in 21 patients. There were 2 in-hospital/30-day deaths. One cardiac death occurred 1-week post procedure owing to cardiogenic shock in the setting of severe, persistent systolic anterior motion of the mitral valve, which retrospectively may have been associated with excessive ablation and resulting myocardial edema. Another patient was found unresponsive in bed on day 6 after discontinuation of telemetry on postoperative day 5. The rapid response team defibrillation monitor showed asystole. This was then presumed to be sudden cardiac death due to either ventricular or bradycardia arrhythmia. Adverse events not directly related to the medtronic's product.